Manufacturer narrative:
No button error alarm. Unit received with intermittent button response due to moisture damage keypad trace. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump's act and up arrow buttons were sticking. Customer's blood glucose level was 400 mg/dl. The down arrow button did not allow him to navigate screens. The insulin pump was stuck on the alarm clock that tells him when the basal patterns switch. The customer could not clear the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis.